Manufacturer narrative:
B3: date of event - estimated as 01 august 2023 as the original allegation notes an onset date of just "unknown" august 2023.

Event description:
The patient was enrolled, in the champion-af clinical study on (B)(6) 2021. With patient identifier (B)(6). And the procedure was performed (B)(6) days later. It was reported, that a cerebral vascular accident (cva) occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted. With a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home the same day, post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). In (B)(6) 2023, the patient experienced a stroke. No further patient complications were reported.

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed twenty-one (21) days later. It was reported that a cerebral vascular accident (cva) occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). In (B)(6) 2023, the patient experienced a stroke. No further patient complications were reported. It was further reported that the protocol required 24 month follow up performed on (B)(6) 2023 showed that the patient's mrs score was 0. In (B)(6) 2023, the patient presented to the hospital with symptoms of aphasia. Computed tomography (CT) of the head was performed, which revealed no acute intracranial hemorrhage, low attenuation changes within cerebral white matter and age related cerebral, cerebellar atrophy which was likely due to microvascular ischemic disease. It was further reported that the stroke occurred on (B)(6) 2023 as opposed to (B)(6) 2023 that was previously reported. On (B)(6) 2023, the patient presented to the emergency department (ed) with complaints of aphasia, unsteady gait, and right sided facial droop. At the emergency department, neurological examination revealed that the patient was noted with intermittent slurred speech and experienced aphasia upon arrival, cranial nerves were intact, no facial asymmetry, patellar (+2) deep tendon reflexes were noted bilaterally, 5/5 strength in upper and lower extremities, no focal sensory deficits and pronator drift was found. No significant findings noted on the physical examination. On the same day, the CT of the head and neck revealed no hemodynamically significant stenosis, no major occlusion, no aneurysm and no dissection or vascular malformation noted. Upon consultation with the neurologist, the patient was treated with intravenous (IV) tenecteplase (25mg) thrombolysis. On the same day, magnetic resonance imaging (MRI) without IV contrast revealed acute/subacute multifocal small ischemic infarct in the left frontal and parietal corticomedullary junction. Repeat CT on the same day of the head without contrast revealed no evidence of hemorrhagic transformation, chronic ischemic white matter changes of mild burden and mild generalized brain atrophy noted. Later the same day, the patient was admitted to the intensive care unit (ICU) and recommended to follow up with neurology team for further inpatient management. While in the ICU, the patient appeared to be comfortable without any acute distress, denied chest pain, palpitation and shortness of breath. Examination revealed improvement in signs and symptoms, and the patient did not have any weakness or drooping of the face, however, the patient was still noted with expressive aphasia. The patient was not anticoagulated per source. On (B)(6) 2023, transthoracic echocardiography (tte) revealed complete laa seal, estimated left ventricular ejection fraction of 55 percent with no residual atrial septal shunt nor pericardial effusion nor evidence of thrombus on the atrial facing surface of the closure device or left atrium. On (B)(6) 2023, the patient was evaluated, which revealed the patient's condition was found to be improved without residual symptoms. On (B)(6) 2023, CT of the head without IV contrast revealed no evidence of acute intracranial hemorrhage. On (B)(6) 2023, the event was considered to be resolved with sequelae and on the same day, the patient was discharged to a rehabilitation/skilled nursing facility with apixaban (10 mg/day) and aspirin (81mg/ day). The patient was also noted with atrial fibrillation and right bundle branch block but was not reported as related to the closure device. It was further reported that the patient was started on apixaban (10mg/day) on (B)(6) 2023 as opposed to (B)(6) 2023 that was previously reported.

Manufacturer narrative:
B5: describe event or problem - updated with discharge medication note.

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed twenty-one (21) days later. It was reported that a cerebral vascular accident (cva) occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). In (B)(6) 2023, the patient experienced a stroke. No further patient complications were reported. It was further reported that the protocol required 24 month follow up performed on (B)(6) 2023 showed that the patient's mrs score was 0. In (B)(6) 2023, the patient presented to the hospital with symptoms of aphasia. Computed tomography (CT) of the head was performed, which revealed no acute intracranial hemorrhage, low attenuation changes within cerebral white matter and age related cerebral, cerebellar atrophy which was likely due to microvascular ischemic disease.

Manufacturer narrative:
B3: date of event - estimated as 01 august 2023 as the original allegation notes an onset date of just "unknown" august 2023. B5: describe event or problem - updated with additional narrative surrounding the stroke. B7: other relevant history - updated with note on medication the patient was administered prior to the index procedure.

Manufacturer narrative:
Date of event - corrected to 06 august 2023. Describe event or problem - updated with additional narrative surrounding the event. Other relevant history - updated with additional stroke score details. Impact codes - updated

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed twenty-one (21) days later. It was reported that a cerebral vascular accident (cva) occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). In (B)(6) 2023, the patient experienced a stroke. No further patient complications were reported. It was further reported that the protocol required 24 month follow up performed on (B)(6) 2023 showed that the patient's mrs score was 0. In (B)(6) 2023, the patient presented to the hospital with symptoms of aphasia. Computed tomography (CT) of the head was performed, which revealed no acute intracranial hemorrhage, low attenuation changes within cerebral white matter and age related cerebral, cerebellar atrophy which was likely due to microvascular ischemic disease. It was further reported that the stroke occurred on (B)(6) 2023 as opposed to (B)(6) 2023 that was previously reported. On (B)(6) 2023, the patient presented to the emergency department (ed) with complaints of aphasia, unsteady gait, and right sided facial droop. At the emergency department, neurological examination revealed that the patient was noted with intermittent slurred speech and experienced aphasia upon arrival, cranial nerves were intact, no facial asymmetry, patellar (plus 2) deep tendon reflexes were noted bilaterally, 5/5 strength in upper and lower extremities, no focal sensory deficits and pronator drift was found. No significant findings noted on the physical examination. On the same day, the CT of the head and neck revealed no hemodynamically significant stenosis, no major occlusion, no aneurysm and no dissection or vascular malformation noted. Upon consultation with the neurologist, the patient was treated with intravenous (IV) tenecteplase (25mg) thrombolysis. On the same day, magnetic resonance imaging (MRI) without IV contrast revealed acute/subacute multifocal small ischemic infarct in the left frontal and parietal corticomedullary junction. Repeat CT on the same day of the head without contrast revealed no evidence of hemorrhagic transformation, chronic ischemic white matter changes of mild burden and mild generalized brain atrophy noted. Later the same day, the patient was admitted to the intensive care unit (ICU) and recommended to follow up with neurology team for further inpatient management. While in the ICU, the patient appeared to be comfortable without any acute distress, denied chest pain, palpitation and shortness of breath. Examination revealed improvement in signs and symptoms, and the patient did not have any weakness or drooping of the face, however, the patient was still noted with expressive aphasia. The patient was not anticoagulated per source. On (B)(6) 2023, transthoracic echocardiography (tte) revealed complete laa seal, estimated left ventricular ejection fraction of 55 percent with no residual atrial septal shunt nor pericardial effusion nor evidence of thrombus on the atrial facing surface of the closure device or left atrium. On (B)(6) 2023, tte revealed trace mitral insufficiency, bi-lateral enlargement, and that the pericardium was normal. On (B)(6) 2023, the patient was evaluated, which revealed the patient's condition was found to be improved without residual symptoms. On (B)(6) 2023, CT of the head without IV contrast revealed no evidence of acute intracranial hemorrhage. On (B)(6) 2023, the event was considered to be resolved with sequelae and on the same day, the patient was discharged to a rehabilitation/skilled nursing facility with apixaban (10 mg/day) and aspirin (81mg/ day). The patient was also noted with atrial fibrillation and right bundle branch block but was not reported as related to the closure device.

Manufacturer narrative:
B7: other relevant history - updated with additional medical history.

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed twenty-one (21) days later. It was reported that a cerebral vascular accident (cva) occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). In (B)(6) 2023, the patient experienced a stroke. No further patient complications were reported. It was further reported that the protocol required 24 month follow up performed on (B)(6) 2023 showed that the patient's mrs score was 0. In (B)(6) 2023, the patient presented to the hospital with symptoms of aphasia. Computed tomography (CT) of the head was performed, which revealed no acute intracranial hemorrhage, low attenuation changes within cerebral white matter and age related cerebral, cerebellar atrophy which was likely due to microvascular ischemic disease. It was further reported that the stroke occurred on (B)(6) 2023 as opposed to (B)(6) 2023 that was previously reported. On (B)(6) 2023, the patient presented to the emergency department (ed) with complaints of aphasia, unsteady gait, and right sided facial droop. At the emergency department, neurological examination revealed that the patient was noted with intermittent slurred speech and experienced aphasia upon arrival, cranial nerves were intact, no facial asymmetry, patellar (+2) deep tendon reflexes were noted bilaterally, 5/5 strength in upper and lower extremities, no focal sensory deficits and pronator drift was found. No significant findings noted on the physical examination. On the same day, the CT of the head and neck revealed no hemodynamically significant stenosis, no major occlusion, no aneurysm and no dissection or vascular malformation noted. Upon consultation with the neurologist, the patient was treated with intravenous (IV) tenecteplase (25mg) thrombolysis. On the same day, magnetic resonance imaging (MRI) without IV contrast revealed acute/subacute multifocal small ischemic infarct in the left frontal and parietal corticomedullary junction. Repeat CT on the same day of the head without contrast revealed no evidence of hemorrhagic transformation, chronic ischemic white matter changes of mild burden and mild generalized brain atrophy noted. Later the same day, the patient was admitted to the intensive care unit (ICU) and recommended to follow up with neurology team for further inpatient management. While in the ICU, the patient appeared to be comfortable without any acute distress, denied chest pain, palpitation and shortness of breath. Examination revealed improvement in signs and symptoms, and the patient did not have any weakness or drooping of the face, however, the patient was still noted with expressive aphasia. The patient was not anticoagulated per source. On (B)(6) 2023, transthoracic echocardiography (tte) revealed complete laa seal, estimated left ventricular ejection fraction of 55 percent with no residual atrial septal shunt nor pericardial effusion nor evidence of thrombus on the atrial facing surface of the closure device or left atrium. On (B)(6) 2023, the patient was evaluated, which revealed the patient's condition was found to be improved without residual symptoms. On (B)(6) 2023, CT of the head without IV contrast revealed no evidence of acute intracranial hemorrhage. On (B)(6) 2023, the event was considered to be resolved with sequelae and on the same day, the patient was discharged to a rehabilitation/skilled nursing facility with apixaban (10 mg/day) and aspirin (81mg/ day). The patient was also noted with atrial fibrillation and right bundle branch block but was not reported as related to the closure device.